Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), genital haemorrhage ('haemorrhages'), genital injury ('fallopian tubes lacerations'), uterine injury ('uterine lacerations') and syncope ('fainting') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), dizziness ("dizziness"), menorrhagia ("abundant periods with abnormal duration"), menstruation irregular ("irregularity of period"), hypersensitivity ("allergic reactions"), amenorrhoea ("non-existent periods"), groin pain ("inguinal pain"), back pain ("lumbar pain"), vaginal discharge ("vaginal leakage"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma ("uterine fibroids"), weight increased ("abnormal weight changes (both increasing and decreasing)") and weight decreased ("abnormal weight changes (both increasing and decreasing)"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, genital injury, uterine injury, syncope, dizziness, menorrhagia, menstruation irregular, hypersensitivity, amenorrhoea, groin pain, back pain, vaginal discharge, uterine leiomyoma, arthralgia, nausea, vomiting, alopecia, tooth loss, food intolerance, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, cystitis, dermatitis, visual impairment, ear disorder, weight increased, weight decreased, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: repeated specialist examinations (gynecological, radiographs, magnetic resonances, CT scans, and so on). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), genital haemorrhage ('haemorrhages'), genital injury ('fallopian tubes lacerations'), uterine injury ('uterine lacerations') and syncope ('fainting') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), dizziness ("dizziness"), menorrhagia ("abundant periods with abnormal duration"), menstruation irregular ("irregularity of period"), hypersensitivity ("allergic reactions"), amenorrhoea ("non-existent periods"), groin pain ("inguinal pain"), back pain ("lumbar pain"), vaginal discharge ("vaginal leakage"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma ("uterine fibroids"), weight increased ("abnormal weight changes (both increasing and decreasing)") and weight decreased ("abnormal weight changes (both increasing and decreasing)"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, genital injury, uterine injury, syncope, dizziness, menorrhagia, menstruation irregular, hypersensitivity, amenorrhoea, groin pain, back pain, vaginal discharge, uterine leiomyoma, arthralgia, nausea, vomiting, alopecia, tooth loss, food intolerance, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, cystitis, dermatitis, visual impairment, ear disorder, weight increased, weight decreased, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: repeated specialist examinations (gynecological, radiographs, magnetic resonances, CT scans, and so on). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-dec-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.